Manufacturer narrative:
Mckesson medical surgical is the assembler of the ancillary convenience kit to support the u.s. Government's covid-19 vaccination program. We previously reported this event to both (B)(4) but recognize due to a retrospective review that this event should have also been reported as an MDR to FDA. As part of our continuous improvement goals we are providing this MDR for review. This customer reported five occurrences of foreign matter without any product identification. This is one of five mdrs filed.

Event description:
The customer reported that 5 syringes had black particulate matter. Product identification was not provided by the customer. The impacted product was confirmed to have been destroyed. No information was received regarding any serious injury as a result of this product report.